Manufacturer narrative:
Concomitant medical product: 407645 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the right ventricular (rv) lead has had high/undefined pacing, impedances, high/undefined rv coil impedances, and high threshold. Alerts were triggered for rv defib lead impedance, lead integrity alert (lia), rv bipolar lead impedance, rvtip to rv coil lead impedance and high rv threshold. Additionally, there had also been high/undefined pacing on the atrial lead which had triggered an atrial bipolar lead impedance warning. The rv lead and atrial lead were explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. The analyst noted that continuity testing could not be performed as only the proximal portion of the lead was returned. If information is provided in the future, a supplemental report will be issued.